Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the 2.8 x 19 mm graftmaster stent was advanced into the patient anatomy; however, the device was unable to advance to the perforation due to the stent stiffness and the guide size. A 7 french sheath was attempted to be placed contralateral, but was unable. Pericardial effusion and tamponade were noted and pericardiocentesis was performed. Per physician, the pericardial effusion and tamponade were related to the initial perforation. On (B)(6) 2019, the patient died, of causes related to pericardial effusion and tamponade. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 labeled. (B)(4). Correction: device code 2682 - removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure to treat a target lesion in the left anterior descending (lad) artery and a perforation occurred. Balloon inflations were performed in an attempt to seal the perforation and pericardiocentesis was performed. The perforation did not seal. A 2.8 x 19 mm graftmaster stent was prepared; however, the stent was not deployed, and the perforation remained unsealed. The patient died. No additional information was provided.